Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: h g-16-62-28, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were also implanted on the same date due to concern for late failure. It was reported that the patient had fast atrial fibrillation approximately one month post implant. The patient was treated with med ication and is continuing with treatment. The investigator assessed the event as not related to the devices or the index procedure. The sponsor assessed the event as possibly related to the index procedure, not related to the endoanchors. No additional clinical sequelae were reported and the patient will be monitored.